Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient underwent a pump exchange from one lvad to another lvad due to hemolysis. It was also reported that over the last several weeks the patient has been having increasing lactate dehydrogenase (ldh) and pfh levels. Ldh today approximately 2200, pfh 50 (down from 90 last week). Patient without complaints. No urine changes or increased in heart failure symptoms. H/h slight drop today. Per hematology, patient started on arixtra and will see hematologist.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.